Event description:
It was reported that, after a first left knee tka revision surgery had been performed on (B)(6) 2021 (case (B)(4)), the patient experience unspecified deep infection and leg erythema that was addressed via a second revision surgery on (B)(6) 2021. A lgn ps high flex xlpe sz 7-8 13mm was replaced and the explanted device was sent off to pathology, therefore is not available. No further information is available.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Manufacturer narrative:
The device was not returned for evaluation. The pictures provided were reviewed and could not confirm the stated failure mode. The clinical/medical investigation concluded that it was communicated that no further information is available for inclusion in the medical investigation. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. Reportedly the 2nd revision was due to an ¿unspecified deep infection and leg erythema¿; however, the root cause of the infection could not be further assessed as no further information was provided (case-2021-00083426). The patient impact beyond that which was reported could not be determined, as the condition of the patient remains unknown. No further medical assessment can be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. The anticipated risk level is still adequate. A review of the sterilization records revealed the batch was sterilized within normal parameters. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.